Manufacturer narrative:
H10: manufacturing review: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Based on information in the sample evaluation: investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported catheter kinking issue as the photograph showed retained crimping/flattening within the extension legs. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Potential root causes include clamping repeatedly at the same location and catheter degradation. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4 h11: g1, h6 (method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device had been implanted for less than three months when the extension tube didn¿t return to its shape after being clamped for hemodialysis. It was also reported to occasionally have a low flow rate. The catheter was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the device had been implanted for less than three months when the extension tube didn¿t return to its shape after being clamped for hemodialysis. It was also reported to occasionally have a low flow rate. The catheter was removed and a new device was placed. There was no reported patient injury.